Event description:
(B)(4). In (B)(6) 2012 the subject presented due to abnormal stress test with inferior and lateral ischemia of a moderate degree with symptoms of dyspnea on exertion and was referred for cardiac catheterization. The target lesion #1 was a de novo lesion located in the 1st om with 95 % stenosis and was 22 mm long with a reference vessel diameter of 3.25 mm. The target lesion #1 was treated with pre-dilatation and placement of a 3.00 mm x 24 mm ion us coa stent, following post dilatation the residual stenosis was 0%. The target lesion #2 was a de novo ostial lesion located in the proximal rca with 90 % stenosis and was 12 mm long with a reference vessel diameter of 3.5mm. The target lesion #2 was treated with pre-dilatation and placement of a 3.00 mm x 16 ion us coa stent. Following post dilatation the residual stenosis was 0%. The subject was discharged on the same day on aspirin and prasugrel. In (B)(6) 2013 the subject presented due to recurrent exertional angina which was diagnosed as worsening coronary artery disease and was admitted on the same day. The 99% focal restenosis of the study stent located in proximal rca was treated with balloon angioplasty and placement of a des with 0% residual stenosis. The event was considered resolved without residual effects and the subject was discharged on aspirin and clopidogrel on the same day.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).